Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with periprosthetic fracture along the medial cortex of the proximal femoral diaphysis. Horizontal orientation of the acetabular cup. This could lead to revision but unlikely direct cause of fracture. A definitive root cause cannot be determined. Based on the mmi report, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a primary hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised four (4) years post implantation due to fracture. There is no additional information available.

Manufacturer narrative:
(B)(4). D10: 00500104428 liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells 64795004. 00500104500 shell 45 mm o.d. 64972724. 00801102024 allen medullary cement plugs 1-24 mm diameter flange/12 mm diameter core. Store in cool dry place 64271722. 00801102024 allen medullary cement plugs 1-24 mm diameter flange/12 mm diameter core. Store in cool dry place 65218196. 802202802 femoral head 12/14 taper 28 mm diameter +0 mm neck length 3047449. G2: foreign: australia. Proposed component code: mechanical (g04)-stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.